Event description:
Reportable based on analysis completed 11/2005. It was reported that during a coronary drug-eluting stenting treatment procedure a shaft kink occurred. The target lesion was located in the mid to distal left anterior descending artery (lad). During preparation of the 3.00 x 12 mm taxus express2 drug eluting stent a shaft kink was noted. The procedure was successfully completed with another 3.00 x 12mm taxus stent. No pt complications were reported.